Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be used. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No fragment fell into the patient. No known impact or patient consequence was reported.